Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2016; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jan-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal unknown medication at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the catheter was cut during spinal fusion surgery and part of the catheter was removed and an 8785 was used to reconnect the catheter. Environmental/external/patient factors that may have led or contributed to the issue were none. Diagnostics/troubleshooting performed were none. Actions/interventions taken to resolve the issue were none at this time as the removed catheter length was unknown. The patient's managing physician of the pump was notified of catheter being cut. It was unknown if the issue had resolved yet. The patient's status was "alive-no injury". The patient's weight and medical history was asked but made unknown.